Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3/d10: this was observed during unspecified dates of 2023, further described as "over the last 2-3 weeks". Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that at least fifteen (15) amia automated pd set with cassettes had patient lines that were not fully intact to the cassettes. This was observed when removing the devices from their overpouch. The patient connected to the cassettes during therapy; however, no leaks were observed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.